Event description:
The pt stopped responding to sound after hitting her head over the implant site. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explanation/reimplantation surgery was done on 10/01/1999. The healthcare professional has been informed that the implanted device should be returned to cochlear limited.